Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. A trunk-ipsilateral leg component was deployed distally than intended and could not successfully be repositioned. A proximal type I endoleak was confirmed, an aortic extender component was deployed proximally but the endoleak was remained; hence, a gore® viabahn® endoprosthesis was placed in the left renal artery as a chimney stent and another two aortic extender components were deployed proximally. The right renal artery was unintentionally partially covered by the device but no obstruction on the blood flow of the both right and left renal artery was observed so no further treatment was performed. The proximal type I endoleak was resolved but a minor type iii endoleak was confirmed between the trunk-ipsilateral leg component and first aortic extender component, and it will be monitored. The patient tolerated the procedure. It was reported that the proximal neck was short and angulated.